Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in a peritoneal infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as due to improper operations. The patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.